Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received motor error alarm during rewinds. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that there was no motor position encoder error alarm. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was exposed to high magnetic fields. The customer's mother stated that they have a back-up plan. The insulin pump will not be returned for analysis.